Manufacturer narrative:
Trackwise ID # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. H3 other text : device discarded

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n (B)(4) adaptor had broken. They called seeking repair and replace option. No patient involvement.

Manufacturer narrative:
Trackwise ID #b)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n 355122adaptor had broken. They called seeking repair and replace option. No patient involvement.